Manufacturer narrative:
Insulin pump passed all functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected insulin flow blocked alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was 233 mg/dl. Troubleshooting was performed for no delivery alarm. Customer states they had tried all remedies. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.